Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead exhibited high pacing thresholds but remains due to the programming being changed from dual chamber to single chamber device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that this ra lead was electively explanted and returned for analysis. No adverse patient effects were reported.